Event description:
Customer reported that the v60 ventilator shut down with error messages of auto-zeroing of machine and proximal pressure transducers in post failed; barometer calibration data error; and da pcba adc failed. Customer reported that it is unknown if the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Through follow-ups, customer stated that there was no patient involvement. The customer replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Unit is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the v60 ventilator shut down with error messages of auto-zeroing of machine and proximal pressure transducers in post failed; barometer calibration data error; and da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that it is unknown if the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.